Event description:
A ventilator was returned to the manufacturer for service. The ventilator did not pass final testing due to a ventilator inoperative / machine flow sensor railed high error code that occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. The ventilator did not pass final testing due to a ventilator inoperative / machine flow sensor railed high error code that occurred. There was no harm or injury reported. Upon new information, the original report was incorrect. The manufacturer was made aware by the distributor that a ventilator was returned to the distributor for service. The ventilator did not pass final testing due to a ventilator inoperative / machine flow sensor railed high error code that occurred. There was no harm or injury reported. Additionally, the original report was coded as a singapore report but upon further investigation, the country of occurrence is actually thailand. The report has been updated to reflect this change. The operator of device, initial reporter and address, report source, reason device not evaluated, and evaluation method code sections have been updated to wilson cheng and ids medical systems out of thailand. The investigation is still on-going. A follow-up report will be submitted when the manufacturer is notified of the investigation being complete.